Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported unresponsive buttons on her insulin pump. Troubleshooting did not find any significant events leading to the keypad issues. The customer stated she may have touched her insulin pump with her wet hands. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.